Manufacturer narrative:
Results of evaluation: conclusion: based upon the inquiry info received, the visual examination, and the functional testing, it was concluded that shaft a was returned missing the end tip, with a warped shaft, and with the shaft's end deformed. Shaft b was returned with the end tip detached. No testing could be performed due to the condition of the instruments returned. No conclusion could be reached as to how this damage occurred. Comments: improvements have been made to the mfg process to strengthen the connection which will reduce the potential for the occurrence of this effect. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
The device was used during an ovarian cyst procedure. It was reported by the rep. During the procedure the tip of the shaft fell into the abdominal cavity. There was no consequence to the pt.